Event description:
**Update**(B)(4) 2013 - legal claim received alleging that the patient suffers from discomfort, decreased range of motion, bone erosion, elevated levels of chromium and cobalt metal ions. Also alleged is the patient felt as though the hip was "jammed" and her right thigh muscle felt weak. Her right leg would give out from her causing her to fall. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain.